Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having micro endoscopic discectomy (med) spinal therapy for spinal disc herniation. It was reported that the device has broken. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the damaged occurred during initial use, so it is believed that the deterioration was not caused by the use of the product.

Manufacturer narrative:
H3: product analysis of product# 9560547, lot# gz20c018 visual and optical examination identified that the shaft of the curette has broken where it meets the handle. Microscopic examination reveals the fracture appears to be the result of overload. The break appears to be the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.